Manufacturer narrative:
Medical intervention. Conclusion - modification of device.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aorta aneurysm. The vessel morphology was unremarkable. It was reported prior to the insertion of the delivery system in the pt, the stent graft was deployed and the physician performed three fenestrations in the stent graft. The stent graft was reloaded into the delivery catheter and implanted in the pt. It was reported that the fenestrations did not correctly line up and the ancillary vessels were occluded. The physician elected to treat the pt by debranching the sma and the celiac arteries and implanting two additional stent grafts. No additional clinical sequelae were reported and the pt is fine.